Event description:
It was reported that during a laparoscopic colectomy, the device was loaded with a blue cartridge. The surgeon placed the device through the trocar. Once through the trocar, the cartridge fell into the patient. The cartridge could not be retrieved laparoscopically, and the case was converted to open.

Manufacturer narrative:
Date sent: 10/08/2009. Information anticipated, but unavailable at this time.